Event description:
Event description cpi received information that due to oversensing and inappropriate shocks this endotak down-sized lead (0125) had it's rate sensing portion capped, and the high voltage portion remains active. A cpi (4269) lead was implanted.